Event description:
It was reported via law office that the patient had passed away. A review of device history records revealed that the generator passed quality control inspection prior to distribution. Follow up with the funeral home revealed that the vns was not present when they tended to the patient, indicating that it was likely removed during the autopsy. It was revealed that the cause of death was attributed to congenital seizure death. Follow up with the physician's office revealed that the physician was not aware that the patient had passed away, but he felt that the vns did not contribute to the patient's death. It was indicated that at the last office visit approximately half a year prior to the patient's passing, the patient's mother was pleased with the seizure control and did not want to make any changes to the vns. It was stated that the patient's mother rarely swiped the magnet. The patient's mother had stated that since the addition of the vns, the patient was doing much better. The diagnostics were within normal limits at that time. The explanted devices have not been received by the manufacturer to date. No additional relevant information has been received to date.